Event description:
It was reported that a patient presented remotely via merlin. Net, noise reversion episodes were triggered on atrial and ventricular leads. The noises had triggered over sensing and led to pacing inhibition. No intervention or procedure was reported. The patient was stable throughout.